Manufacturer narrative:
On february 08, 2024, mentor re-evaluated the coding of the file. It was determined that surgical intervention is applicable for the left device, as the patient had a biopsy performed. On february 13, 2024, mentor received the device for evaluation. On february 20, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the siltex saline breast implant returned device. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection, because microcalcifications are considered a halfmark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). Manufacturer¿s reference number: (B)(4), in the initial report, h6. Health effect - impact code should have been populated with surgical intervention (f19).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: implant site calcification manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with unspecified mentor textured saline breast implants. Post-operatively, the patient experienced a deflation of her right prosthesis as well as pain in her right breast. It was also reported that an unspecified scan was performed and identified calcification in the patient¿s left breast. As a result, the patient underwent bilateral removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2024. A biopsy was performed on the left side, but the results were not disclosed to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2024-01329 for the contralateral event.